Event description:
It was reported that during a percutaneous translumial angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 100% stenosed de novo lesion was located in the moderately tortuous and severely calcified left superior femoral artery. A 2mm x 20mm x 143cm sterling es pta balloon dilatation catheter was selected for pre dilation. On the first inflation at 10 atms, a balloon rupture occurred. The balloon catheter was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).